Event description:
It was reported via email that a patient was unable to run treatment due to unable to flush/aspirate catheter via tego cap. Patient arrived at clinic to observe and assess correct procedures. Patient flushed the tego caps. Cap was threaded on correctly and not too tight. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).